Manufacturer narrative:
Complaint conclusion: during an endovascular treatment, the saber rx (6mm4cm155) pta balloon catheter was inserted in the patient and delivered to the lesion; however, it ruptured during its initial inflation. Therefore, it was replaced with a new balloon catheter of the same size. The procedure finished successfully. There was no reported patient injury. The patient¿s information is unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity is unknown. The lesion was heavily calcified. The rate of stenosis is unknown. The device was stored an d handled per the instructions for use (IFU). There was no difficulty in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The device was prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17562059 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification may have contributed to the reported event as vessel calcification may cause damage to a balloon catheter. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported, during an endovascular treatment, the saber rx (6mm4cm155) pta balloon catheter was inserted in the patient and delivered to the lesion; however, it ruptured during its initial inflation. Therefore, it was replaced with a new balloon catheter of the same size. The procedure finished successfully. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The device was prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity was unknown. The lesion was heavily calcified. The rate of stenosis was unknown.